Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set packaging issue event on 09-dec-2025. The infusion set adhesive cover caused an issue with the adhesive, which prevented sticking. The infusion set packaging was observed to be not sealed properly, misshaped, and the sterile packaging was not intact. No further information available.